Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
From the investigation result, there is no abnormality for coming gel, or product process or inspection process. The retention samples show good performance on the gel, pouch appearance. As no useful information like retuned sample, or picture or video is provided, the supplier cannot find the root cause for the complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Manufacturer narrative:
D2: common device name: ultra male 16in coude tip 14. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reports ultram14c, unknown qty, unknown mus, catheters are dried out/lacked moisture & had to be rushed to the ER due to unable to use catheter. Pt stated catheter is sticking to the insertable end of the packaging & believes catheter was sealed up too tightly. Multiple (unsuccessful) attempts were made to contact end user about ER visit / injury. No photo is available. No further information was obtained.